Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller fault alarm was not resolved.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files were submitted for evaluation concerning a system controller fault alarm. It was noted that the system controller was briefly connected to a demo pump that showed a controller fault alarm. The event log file captured this event as a controller internal fault alarm flag.